Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a 66-year-old female patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported that, after the implant, the cp had saturated flows. Medical staff noted high purge pressures, high motor currents, and activated clotting time of 200 seconds. Medical staff then decided to remove and replace the cp. The patient survived the event.

Manufacturer narrative:
The investigation for saturated flow has been completed. Impella pump was not returned for investigation. Data logs were reviewed and second motor current spike during ramp up was observed at 0.02 second after pump start. Saturated flows found immediately post the event. Act was not maintained per recommendation during impella insertion. The cause of the saturated flow issue was most likely biomaterial per log analysis and clinical information.